Manufacturer narrative:
Section c suspect product: name: cbas® heparin surface manufacturer/compounder: w. L. Gore & associates, inc. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an abdominal aneurysm with a customized bevar system (cook medical). A gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device) was used as a branch to the celiac trunk. Access was gained from inferior. The vbx device was advanced along a rosen guidewire through a 12 fr flexor® ansel guiding sheath (cook medical) to the celiac trunk. Reportedly, the vbx device could not be completely advanced to the planned anatomic landing zone through the arc of the guiding sheath. It was reported that the vbx device was not advanced further because of concern that the vbx device would be damaged. Reportedly, no inflation device was used and the endoprosthesis was not deployed. They removed the vbx device from the guiding sheath and found that the endoprosthesis had separated from the delivery catheter. Therefore, the guiding sheath was also removed from the patient and the endoprosthesis was retrieved from the guiding sheath. It was reported that all parts were removed from the patient. Two alternative stent grafts were implanted successfully and there were was no report of patient harm.

Manufacturer narrative:
Cause investigation and conclusion. Requests were sent to the physician to further clarify the incident. The provided information is captured in the incident description. A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. The delivery catheter and the endoprosthesis were returned for evaluation. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The cause for the inability to advance and stent dislodgement cannot be determined; however, stent dislodgement was confirmed as the stent was returned separated completely from the device with no indication of expansion of the balloon cover which is consistent with the incident description. The stent exhibited bidirectional (proximal and distal) flaring of apices on ring rows 1, 2 and 4 as measured from end a. The mechanism appears to be consistent with force imparted in a horizontal direction both proximal and distal to the stent, possibly from insertion and withdrawal of the device. Ring rows 5-7 as measured from end b indicate a crush force on the rings on a vertical axis. Catheter damage to the pebax at 46.0-46.5 cm as measured from the shrink sleeve tube was observed. These mechanisms appear consistent with interaction with another device and/or accessories. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. The cause for the endoprosthesis dislodgement is related to the sheath interaction resulting in the initial inability to advance the device through the sheath. Based on on the incident description and the subsequent investigation, supplier controls and in-process inspections, a root cause cannot be established. No potential new or different reasonably foreseeable risks related to the device or its use were identified based on this event. Ongoing risk/benefit assessment affirms risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore will continue to monitor post-market data closely to ensure that the risk assessment remains accurate.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a branched endovascular aneurysm repair (bevar) in the celiac trunk (CT) with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). It was stated that a cook customised bevar system was used as main body and approach was done from below (inferior). The vbx-device was tracked along a rosen guidewire to the CT artery, through a 12 fr ansell sheath. The vbx-device failed to completely track through the arch of the sheath to the desired anatomical landing zone. It was decided not to push anymore as it was feared the stent would be compromised. No inflation device was used, and the stent was not deployed. Upon removal of the catheter delivery device it was noticed the stent had become displaced. The sheath was also removed and the stent was retrieved from the sheath safely. No part of the delivery device or stent graft was left/and or implanted in the patient. Two alternative stent grafts were implanted successfully and there were was no report of patient harm.

Manufacturer narrative:
H6-b01 and c19: the device was returned for evaluation. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The cause for the inability to advance and stent dislodgement cannot be determined; however, the stent dislodgement failure mode was confirmed as the stent was returned separated completely from the device with no indication of expansion of the balloon cover which is consistent with the complaint description. The stent exhibited bidirectional (proximal and distal) flaring of apices on ring rows 1, 2 and 4 as measured from end a. The mechanism appears to be consistent with force imparted in a horizontal direction both proximal and distal to the stent, possibly from insertion and wtihdrawal of the device. Ring rows 5-7 as measured from end b indicate a crush force on the rings on a vertical axis. Catheter damage to the pebax at 46-46.5 cm as measured from the shrink sleeve tube was observed. These mechanisms appear consistent with interaction with another device and/or accessories. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. Based on supplier controls, in-process inspections, and the available complaint information, a root cause cannot be established.